Event description:
No further intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated increased impedance was previously observed on the right ventricular lead. No further intervention was performed as the patient passed away due to non-cardiac/non-related reasons.

Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
It was reported the patient attended the hospital after feeling sick. Upon interrogation, increased capture threshold resulting in a loss of capture was noted on the right ventricular (rv) lead which resulted in syncope. Diagnostic imaging was performed and revealed no anomalies. The patient was hospitalized and is awaiting reoperation to resolve the event. The patient was in stable condition.